Event description:
It was reported that the insulin pump alarmed failed battery test. Troubleshooting was done. Customer's blood glucose was 250 mg/dl. During the troubleshooting customer received failed battery test. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm function properly and passed self-test. No failed battery alarm noted. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.